Event description:
A recent conversation amongst clinical specialists prompted me to review each run in the console for repetitive/stacked frames and I found that in 26 of the 28 runs from 16 cases here had distal frames stacked/failure to pull back before generating images.

Manufacturer narrative:
Review of 16 cases found distal repeated frames in 26 of 28 runs (¿8¿10 mm). An engineering study validated this repeat buffer as an intentional design choice to ensure distal coverage. No software, hardware, or catheter failures were identified. The system is functioning as designed.